Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery was not working properly meaning it is depleted and the recharger and programmer aren't recognizing the ins. The patient saw a reposition antenna screen on the recharger and poor communication on the programmer. The patient said they last charged a week or a week and a half ago. Prior to that, the patient was having a difficult time charging the battery up to 100% because it was taking so long to charge. The patient mentioned it's been a couple months since she last was able to charge the ins to full. The patient could not communicate with an external device. The patient was directed to their hcp for a prm. The patient also reported pain. No further complications were reported.